Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: a review of the black box showed an unexplained power on reset had occurred. The pump was powered back on then manually suspended and deliveries were never resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The alleged basal history or bolus recording defect was not duplicated during testing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 600mg/dl, with symptoms of dehydration, and confusion. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal rates were not recording in the basal or bolus history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.